Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed "on the bottom of the balloon" of a small volume intermate. This issue was identified during labeling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, and h6. H4: device manufactured between october 7, 2019 to october 8, 2019. H10: the device was received for evaluation. A visual inspection via naked eye was done and observed a black speck measured to be 0.07 square mm in size, located on the exterior surface of the lower part of the bladder. The speck was not in the fluid path. The particle was smaller than the manufacturing/plant specification of 0.10 mm squared for particulate matter. The product was found to meet specifications and there was no product non-conformance. An ftir spectroscopy test was attempted, but the black speck was insufficient to produce visible signals on the ftir spectra. Therefore, the identification of the black speck could not be determined. The exact cause of the black speck could not be determined. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.